Event description:
The customer observed one occurrence of architect i2000 error code 1007 (unable to process test, activated read failure) when an unknown lot of reaction vessels (rv) was in use. The abbott field service engineer determined there were no breaks or leaks from the analyzer's valve. There was no impact to patient management.

Event description:
A patient tested negative for hcv (no test method provided). Subsequently, using the lumipulse test method this patient tested positive in 2008, s/co=1.6 and again the following month, s/co=1.3. Subsequently in 2009, this patient tested negative using architect anti-hcv assay with a result of s/co=0.4. The customer does not know which result is correct. No adverse impact to patient management was reported, due to this issue.

Manufacturer narrative:
(B)(4). Device evaluation coding was corrected. Device and samples in question not returned. Retained kit testing met all specifications. End of report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product that has a similar product distributed in the us. The results generated for the negative control and positive control are well within the specifications stated in the respective package insert. Sensitivity panel a (core only) and sensitivity panel b (ns3 only) showed that the analytical sensitivity of architect anti-hcv, lot number 70511hn00 was in acceptable performance range. Seroconversion panels were used in this investigation to assess the clinical sensitivity of architect anti-hcv, lot number 70511hn00. Lot number 70511hn00 detected the same first reactive bleed for seroconversion panels compared to historical data. It can be concluded that the clinical sensitivity of lot 70511hn00 is not impacted. A review of tracking and trending reports from february 2009 to april 2009 for list number indicated there were no adverse trends. The investigation results were reviewed for related or different issues. No potentially related issues, including those of clinical significance, and no different performance issues were identified and no further action is required. "For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection." "The sensitivity was 99.10 % with a 95% confidence interval of 96.77 % to 99.89%." Based on the investigation, it is determined that architect anti-hcv, list number 6c37-36, lot number 70511hn00 is performing acceptably. The cause of the potential false non-reactive patient result results obtained remains unknown since no returns were received. Please note, that in rare cases, discrepant results may be seen in individual patient samples. This might be due to interfering substances present in the patient sample. If the architect anti-hcv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. No product deficiency or malfunction was identified for this investigation. This is the final report.